Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) d4: the expiration date is currently unavailable. E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an unknown procedure on (B)(6)2023, it was observed that the cordcutter device was slow to open and close from the beginning; and was especially difficult to open. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection revealed that the device shows wear mark, these wear marks were found in the distal part of the inner shaft as well as the proximal part, no structural anomalies were found in the outer shaft. When performing the functional test, a sample suture was used, it was placed on the cutting hole and the trigger was pressed, difficult to cut was noted due to resistance was felt when actioned the trigger, however the device was able to cut. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. According with the visual inspection and the functional test result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during sterilization process. During manufacturing there is a stage where each shaft is matched exactly to its counterpart and then, they are assembled as one final product. The parts are not interchangeable. There is an inspection of 100% of the product for functionality by actually using a suture for the inspection and the smoothness of the movement between the two moving parts. The inner shaft may have been interchanged from another cord cutter during sterilization while reassembly creating a jamming condition between the inner shaft and its housing. However, it cannot be conclusively affirmed. As per the instructions for use (IFU), while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.